Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 375cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed by a physical exam. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 475cc gel breast prostheses on (B)(6) 2020. The suspect medical device was discarded after explantation surgery.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient suffered from bilateral breast ptosis. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).